Manufacturer narrative:
(B)(4). H10: cat# 30113606 lot# 66215840 36mm i.d. Size f 10a liner. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one month post implantation of a right total hip arthroplasty, the patient was revised due to a dislocation. The dislocation was reportedly due to the fall; however, there was no information related to how the patient fell or the cause of the fall. A successful head and liner exchange was performed on the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat# unknown lot# unknown / unknown stem. H6: component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation and trochanteric fracture. A definitive root cause cannot be determined. It is unknown if the fall caused or contributed to the event. The complaint was confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.